Event description:
The lay user/patient contacted lifescan (lfs) on 10/28/2005 alleging that the meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the pt could not be reached by telephone for further clarification. The pt mentioned experienced headache and frequent urination. The pt tested on the meter and received a "135" and experienced the symptoms at the time of testing. The pt was taken to the hosp and her medication was changed. The meter is not a new product (out of box). The pt had been using expired test strips. Using expired test strips can lead to false blood glucose readings. Customer care advocate (cca) sent the pt a new meter. No further clinical info was provided. It would have been helpful to know how long the pt was in the hosp. The complaint is being reported as an adverse event, since the pt may have misinterpreted the blood glucose reading. The hyperglycemic symptoms along with a reading interpreted as 135 (which could have been 13.5mmol/l as the meter was in mmol/l unit of measurement) and seeking hcp could have been prevented if the pt had known the correct reading.